Event description:
The customer reported experiencing intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump and the customer hydrating. The customer changed the infusion set and cartridge, which allowed them to resume normal insulin administration.